Event description:
It was reported that the patient sought medical attention at the emergency room on either (B)(6) 2026 (patient¿s parent could not recall exact date) with influenza, a urinary tract infection and hyperglycaemia with spilling ketones (ketone values not provided). The patient¿s blood glucose level rose above 300 mg/dl while wearing the pod for longer than 48 hours. Reported symptoms include nausea, dehydration and flu-like symptoms. The patient was treated with intravenous fluids and unspecified antibiotics; the patient was also administered insulin through the pod. The patient was released later on the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.